Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the cartridge was loaded onto the instrument handle and when the instrument was fired, no staple deployed. The knife did advance and cut the tissue, which caused bleeding of over 500cc's. A ligasure atlas device was used for cautery purposes. The original staple line was resected and re-stapled. There was no extension in operating time of over thirty minutes. The patient is currently in excellent health.